Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt a shocking sensation on their left side on their hand and foot. The patient stated that they were starting to have pain now and their left hand was numb. The patient mentioned they saw a doctor code but they didn't have the code. The patient said they just saw this on the day of the report. While on the phone, the patient was getting the main and normal screen. The patient was advised to monitor the programmer and to call back if problem continued. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.